Event description:
This is a report of an unknown malfunction on a homechoice device. It is unknown what process step this occurred and patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for sample evaluation. The reported event was unknown; however, a low drain volume alarm was identified during a review of the event history log. A device history record review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no issues noted. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon conclusion of the investigation, the direct cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.